Manufacturer narrative:
Analysis finding on the device (B)(4) indicated there were no significant anomalies. The battery was at normal end of life and there was no telemetry and no ouput. Analysis finding on device v365060 indicated there were no significant anomalies. The lead was cut through, product segmented. Concomitant medical products: product ID 3889-28, lot# v365060, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that patient compliance with the level of stimulation led to lack of effectiveness and low battery. Programming and impedance check, in the healthcare providers (hcp) office showed >4000 on all pairs and during surgery, a healthcare provider (hcp) attempted to pull out the lead after loosening the set screw and the lead would not fully release. They tried unscrewing further with no change in the lead. The implantable neurostimulator (ins) and the lead were removed and returned. It was noted that the issue was resolved and the patient's status was alive with no injury. The ins indication for use was urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor it was noted that the patient programmer and the antenna were returned with no allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.